Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician experienced visualization difficulty on transesophageal echocardiogram (tee) during transseptal puncture (tsp). The transeptal was very difficult because of be so floppy. The procedure continued and no complications immediately arose. A 24mm watchman flx pro device was released in single deployment, proceeded with groin closure following release. Approximately ten minutes following closure, patient's blood pressure began to drop and an small effusion (circumferential, primarily posterior) was noted. A pericardiocentesis was performed, drawing 60cc of dark red blood, and a drain was left. In the physician opinion, it was assumed tsp stick was too posterior. The patient was stabilized and was transported to post-anesthesia care unit (pacu). Patient was discharged two days post procedure. The patient was under eliquis at the time of the event, but not under antiplatelet drugs. The device is not expected to be returned for analysis (disposed).